Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User utlized olympus endoscopy scanned pancreas target area, then took echo needle to conduct biopsy. The first biospy was success, but user detected the needle tip deformed seriously while attempt to do second biopsy, which affected the needle retraction into sheath. User retracted the needle into sheath reluctantly, but cannot reach the target area with right angel. User then retracted the device from endoscopy and patient, then re-shaped the needle and put it back into patient to continue the procedure, but needle still cannot be reached target area with right angle. User then changed to another same device to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
Supplemental report is being submitted as report is being cancelled as it longer meets reporting requirements. This event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. Overall risk assessed as category iii (low). No reporting malfunction precedence exists for this complaint event for this product family. Low risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring.

Manufacturer narrative:
PMA/510(k) # k210476 device evaluation: the echo-hd-22-c devices of lot number c1928780 involved in this complaint was returned for evaluation, opened without its original packaging. With the information provided, a physical examination and document-based investigation was conducted. This file is related to (B)(4) (tip of needle deformed). The device involved in the complaint was evaluated in the laboratory on 17 may 2023. On evaluation of the device the following was observed: kink below sheath extender observed, distal end of needle examined, and kink observed approx. 1cm from tip of sheath. Biological matter observed on distal end of needle, stylet examined and no issue observed, sheath extender able to advance and retract without difficulty, needle able to advance and retract with difficulty, stylet removed from device without issue, stylet re-inserted into device but unable to pass kink below sheath extender. Needle removed from device with difficulty and kink below sheath extender observed as well as distal needle kink. Manufacturing records: prior to distribution, all echo-hd-22-c devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-hd-22-c of lot number c1928780 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred with lot number c1928780. Instructions for use and/label: the notes section of the instructions for use, ifu0077, which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." There is evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: definitive root cause was established. The user has not complied with the requirements of the IFU. It is known from the available information that the user retracted the device from endoscopy and patient, then re-shaped the needle and put it back into patient. Customer confirmed the proximal kink was not observed prior to returning the device. It is likely that the slight proximal kink observed during lab evaluation occurred during the device returns process. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/ correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the customer, the user retracted the device from endoscopy and patient, then re-shaped the needle and put it back into patient. Confirmed quantity of 01 device, confirmed used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude a definitive root cause was established. The user has not complied with the requirements of the IFU.